Event description:
It was reported that the patient was reprogrammed because, they got strong electricity going to her head a couple times. Then when the patient got up on the morning of 2015 (B)(6), stimulation started to become very high when the patient was in the upright position. Stimulation changed to 4.30 volts when the patient got up when it was supposed to have been at 2.90 volts. Stimulation was lowered from 4.30 volts down to 2.90 volts. Stimulation remained at this setting for the day. It was noted that the patient had been moving around this day and the setting never went higher. The patient was going to wait a day and if stimulation increased again, she would follow up with her healthcare provider (hcp). Follow-up determined that 2 messages had been left for the patient¿s daughter to check to see if they had received appropriate help with training of a new upright amplitude or if they needed to reschedule. There had been no response and there was no new news. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 97792, lot# n489043, implanted: 2014 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).